Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -10.0 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).